Event description:
A complaint was received from a type ii diabetic. He indicated that his glucometer 3m is reading lower when compared to a test performed at his physician's office. He indicated that the glucometer 3 routinely read has blood glucose in 40-50 mg/dl range. Since this was low he consumed food to increase his blood sugar. However, nothing seemed to help. He replaced the reagent strips and again the system gave "low" results. The complainant stated that his normal controls were always within range, but could not provide exact values. He never performed a check paddle test which would indicate instrument performance. A request was made to return the entire system for evaluation. However, the customer refused.